Event description:
Technician alleged that the bed controls have no functions.

Manufacturer narrative:
Technician replaced power control module and re-calibrated position sensors to resolve the issue.